Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a tibial periprosthetic fracture. Surgeon reported patient factors of poor bone quality and osteopenia. The tibial component, insert and the well-fixed femur were revised to a larger-sized ts construct with stems and augments. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.